Event description:
It was reported that during the gastric bypass procedure, surgeon was making pouch when he fired green reload he said that the stapler malfunctioned. Did not cut all the way across. Another device was used to complete the procedure. There was no adverse consequence to the patient.